Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized, and all ports recognized instruments. The grounding pad issue could not be reproduced.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the customer experienced grounding pad issues with errors m-02 and n-08. The customer elected to use the external covidien generator instead of the integrated electrosurgical unit (iesu). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the procedure was completed using the external covidien generator. There was no patient injury or harm.